Event description:
According to the complaint, "the item keeps coming loose and cause me to fall off the toilet twice" and "had to be hospitalized because of the falls."

Manufacturer narrative:
According to the complaint, "the item keeps coming loose and cause me to fall off the toilet twice" and "had to be hospitalized because of the falls." There was no contact information provided in the report that medline received from amazon to follow up with the customer therefore no additional information is available to be obtained. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.